Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned

Event description:
It was reported that the alaris IV pump channel unit failed preventive maintenance because flow rate did not pass so calibrated pump and did a full preventive maintenance test. All test past and returning to service. There was no patient involvement.